Manufacturer narrative:
(B)(6). The serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been hospitalized for a driveline infection since (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. Multiple requests for additional information regarding the event, including the pump serial number, were issued to the customer; however, to this date, no information or product has been provided. The patient remains ongoing on lvas support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.